Event description:
It was reported that sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, at approximately 1:30 am, the patient reported experiencing repeated sensor errors on the tandem t: slim x2 insulin pump after the sensor was placed on the abdomen. At some point, an unspecified low estimated glucose value (egv) was received. During this time, the patient was asleep and lost consciousness. The patient¿s husband attempted to wake her and called 911. The patient does not recall what medication or treatment was administered prior to regaining consciousness. Paramedics arrived at approximately 4:00 am, by which time the patient had regained consciousness. She does not recall the egv or fingerstick readings taken by the paramedics. The patient was treated with intravenous dextrose and fluids. The patient was offered transport to the hospital but declined. Paramedics remained on-site until approximately 4:30 am. The patient reported continued sensor errors following the incident. The last fingerstick reading performed by the patient was around 2:00 pm, showing a blood glucose (bg) level of 113 mg/dl, which was inconsistent with the egv. The patient also reported that the pump displayed a sensor error and no cgm readings were available during the event. At the time of the follow-up call (4:00 pm), the patient stated that she was feeling much better. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.